Manufacturer narrative:
Although health professional identified cb head as attributing to adverse event; manufacturer's testing found cb head acceptable and cleaning of fixation rings attributing to event.

Event description:
Healthcare provider reported buttonhole during lasik surgery on august 17 and august 3rd. Healthcare provider sent in disposable cbsu head, cb turbine, turbine hose, (4) fixation rings, aspiration tubing and console for evaluation. Also, sent in surgical data (flap complication report), videos and photos for evaluation. Will do prk at a later date.